Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the pump booted on with a dim, red display. The dim display was replaced by a test display and the variance in color and contrast resolved. Unrelated to the display issue, the battery compartment was observed to be cracked between the case seal and the grip. The cartridge compartment was observed to be cracked and had a piece from the top of the cartridge compartment broken off.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and difficult to read. The reporter denied trauma and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.